Manufacturer narrative:
(B)(4): results - product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned without any blood visible. There was contrast in the balloon. The balloon was loosely folded. There was no other damage noted to the balloon catheter. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used in an attempt to measure the inflation time of the balloon when fluid leaked out of a pinhole over the middle of the proximal marker. This did not meet manufacturing criteria. There was no scratches noted. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted contrast in the balloon, which is consistent with preparation. Functional testing was able to confirm the difficulty inflating the balloon as a new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole over the proximal balloon marker. The sem analysis determined that the balloon failure may be attributed to mechanical damage to the outer surface. Damage was observed at and near the leak. Shredding and longitudinal lines were observed on the outer surface of the balloon. Balloon ruptures can occur as a result of a manufacturing deficiency or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomical details were not described in the case information which may have aided in the evaluation and determination of cause. It is possible that the balloon material was damaged during interactions with other devices, or the patient anatomy, such that the balloon ruptured upon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the balloon rupture. Product performance engineering will monitor the incident circumstances. All balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release for use. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to patient injury previously. Device issue: balloon rupture. It was reported that during a proximal left anterior descending coronary artery (lad) ballooning procedure, the balloon was not inflated due to a small hole. There were no reported patient effects. No additional event or patient information is available. This is being reported based on the analysis of the returned voyager which revealed a balloon rupture.